Event description:
Allegedly broke during trial reduction of hip.

Manufacturer narrative:
This investigation is not complete. This is a reportable malfunction. Add'l info has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Based on the current info, there was no serious injury; therefore, no pt info was available. Trends will be evaluated. This report will be updated when the investigation is completed.